Manufacturer narrative:
Internal reference number: case (B)(4).

Event description:
It was reported that, after a tha system had been implanted on an unspecified date with a reflection acetabular system, the patient experienced significant osteolysis in femur and acetabulum. A revision surgery was performed on or around (B)(6) 2024 to treat the serious adverse event. Eccentric wear of the reflection liner (32 mm ID; 64 mm od) was noted. Further information was not provided.

Manufacturer narrative:
Additional information: g2. H3, h6: the reported event was analyzed. Although the involvement of all the devices was reported, the relationship with the investigated failure was directly associated to the liner. Therefore, no investigation is deemed for the other device. The device was not returned for evaluation; therefore, a device analysis could not be performed. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, risk management file and prior actions review could not be performed. However, a review of the instructions for use documents for total hip systems revealed in adverse events in primary and revision surgery that with all joint replacements, asymptomatic, localized, progressive bone resorption (osteolysis) may occur around the prosthetic components as a consequence of foreign body reaction to particulate wear debris. Osteolysis can lead to future complications necessitating the removal or replacement of prosthetic components. Additionally, wear of the polyethylene articulating surfaces of acetabular components may occur as an adverse event. Higher rates of wear may be initiated by the presence of particles of cement, metal, or other debris which can develop during or as a result of the surgical procedure and cause abrasion of the articulating surfaces. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include traumatic injury, bone quality, implant to implant connection and/or abnormal motion over time. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.